Manufacturer narrative:
It was reported approximately ten minutes into a vats procedure the coated tip of a cautery device was "shredding" during use and particles were deposited within the surgical site. The physician was able to successfully remove the particles using suction. The procedure was completed without further incident. The device was returned and the complaint confirmed.

Event description:
It was reported coating from the tip of a covidien cautery fell into the surgical site.